Event description:
The following has been reported: biomed reported: "pump problem red alarm." No active infusion stopped or any patient harm. A preliminary review identified the following issue: mechanical hardware failure (air compressor). Active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
Complaint confirmed air compressor. Complaint was confirmed, device was returned for air compressor failure. During the startup self check procedure, the pump alarmed after excessive pneumatic charges occurred. The pump was reverted to manufacturing mode and failed pneumatic recharge testing consistent with a failed air compressor. It was also found the fva pins had some drag to them and were cleaned. New fva lip seals were also installed and the drag was resolved. The lever boot retaining plate was found to be cracked.